Event description:
Additional information: the patient had a revision surgery on (B)(6) 2012. At a follow-up appointment on (B)(6) 2012, the incision was well healed. The patient was programmed with good coverage and was doing well. The device was not expected to be returned to the manufacturer.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and did not feel stimulation sensation following a fall three weeks prior to report. The patient blacked out and fell backward to the floor. Impedance measurements with contact 3 were high. All bipolar pairs measured greater than 4000 ohms. The patient was programmed at 2+, 3-. Stimulation in the foot could not be achieved through reprogramming around contact 3 with case as positive. The patient did feel stimulation with other contacts, but not in the correct locations. Additional information received reported no x-rays were taken. The patient was referred to a neurosurgeon for a probable lead replacement.

Manufacturer narrative:
Product ID 7496-51 (B)(4) implanted: 1998-(B)(6) explanted: product typ extension; product ID 7434a (B)(4) product typ programmer, patient; product ID 3586 (B)(4) implanted: 1998-(B)(6) explanted: product typ lead. (B)(4).

Manufacturer narrative:
Product ID 3586, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2012, product type lead.